Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump, as the pump was under warranty. The customer was informed about receiving a pump with updated software and provided instructions for returning the problematic pump. The customer acknowledged understanding all instructions, including storing the pump, returning it within 10 days, programming settings into the replacement pump, and connecting the cgm to the new pump. A replacement pump was sent to the customer.